Manufacturer narrative:
(B)(4). The device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an over-delivery. The intended delivery amount was 500 ml at a rate of 125 ml/hr to be delivered over 4 hours; however, the total amount was delivered in 3 hours.